Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the wbc aperture, o-rings and isolator chamber were faulty. The fse replaced the wbc aperture, o-rings and isolator chamber, which repaired the failing wbc results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter act 5diff al instrument was generating erroneous white blood cell (wbc) results on two different patients. Per the customer, wbc count of 22.89 was obtained on patient 1, on (B)(6); upon redraw on (B)(6) 2016, the wbc count was 3.29, which the customer considered the correct results through treatment. The 2nd patient had a wbc count of 13.4 on (B)(6) 2016 and upon redraw on (B)(6) 2016, a lower wbc result of 5.58 was obtained. Instrument printouts were not provided, as such, system flagging/messages could not be assessed. There was no change or affect to patient treatment in connection with this event.